Event description:
Edwards received notification from the implant patient registry that a 9750tfx 26mm sapien 3u valve, implanted in the aortic position, was explanted on the same day as implant due to unknown reasons. A 23mm edwards surgical valve was implanted in replacement.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device not returned.

Event description:
Edwards received notification from the implant patient registry that a 9750tfx 26mm sapien 3u valve, implanted in the aortic position, was explanted on the same day as implant due to unknown reasons. A 23mm edwards surgical valve was implanted in replacement. Through review of the medical records, the patient presented with symptomatic severe aortic stenosis and was deemed to be moderate to high risk for surgical aortic valve replacement. Under mac sedation, the patient had successful tavr with a 26mm s3u. However, post-deployment, the patient experienced worsening hypotension. An aortogram showed the right and left coronary arteries to be patently open and no annular rupture. An lv gram was then performed and showed an lv perforation. A pericardial drain was then inserted and ultimately 500 cc of blood was obtained. The pericardial effusion was noted to be markedly decreased and the drain was clamped for 5 minutes. The effusion was noted to be enlarged and the drain was unclamped. The drain clotted despite flushing and repositioning and the patient's blood pressure worsened. The patient went into pea arrest and multiple rounds of CPR were performed. The decision as made to proceed emergently to the or for a pericardial washout given the clinical tamponade in the setting of lv perforation. Patient underwent tavr complicated by lv perforation, tamponade requiring pericardial drain and underwent emergent sternotomy, repair of left ventricular free wall rupture, removal of tavr valve and replacement with a 23mm edwards surgical valve. Once patient was hemodynamically stable, she was transferred to the medical observation unit. She has overall weakness after the procedure, requires assistance with mobilization and activities of daily living, therefore she will transition to acute rehabilitation.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, a definitive root cause for the explant was unable to be determined . At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As such, corrective or preventative actions are not required at this time. Per FDA exemption e2016006, there is no evidence of an ew thv device malfunction/labeling deficiency, or adverse event associated with a device malfunction, and the event of lv perforation and tamponade requiring pericardial drain described in the labeling. The tvt registry is the source of information for these events.